Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the was experiencing high blood glucose level of 300 to 400 mg/dl range the night before they called. Infusion set was changed twice. Customer was assisted with troubleshooting and was able to remove air bubbles. High pressure test was performed but failed. The reservoir was not returned for analysis.